Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During a solex 7 catheter (lot #175602) insertion, the customer noticed the distal line is obstructed. Then, the customer decided to removed the catheter but was having great difficulty, the solex 7 catheter was still attached to the walls of the puncture site. Per reporter, the catheter insertion went a little too far which obstructed the distal part. The physician was not experienced with zoll product, it was the physician first time inserting the catheter. The catheter was not connected to the thermogard console and therefore; the balloons were not inflated. The catheter was not replaced and ivtm did not continue. No consequences or impact to the patient.